Event description:
Report three of three received of bleed back in the patient line. The customer reports that the homecare patient was receiving an unspecified antibiotic every four hours with a "kvo" rate of 0.2ml/hr, via a double lumen central line. It was reported that at approximately three hours into the "kvo" dose, there was bleed back up the central line. The lumen was reported to have clotted. The infusion was resumed via the other lumen. There was no more than a 2-hour delay of the scheduled antibiotic dose. There was no report of adverse patient effect. Additional patient information was requested, but no further information was available.